Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: a review of the black box did not indicate any reboot events. The battery compartment was cracked in multiple places, the battery compartment threads were damaged, and the battery cap threads were damaged. The returned battery cap was unable to attach securely to the pump and rebooting occurred. A test battery cap was able to attach but not tighten; however testing was able to be completed using the test battery cap. The pump was exercised for 24 hours with no additional power interruptions. The pump casing was removed and no internal defects were found. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored and the audio bolus button cover was punctured. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump has an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.